Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 15mg/ml for a total dose of 2.129mg/day, bupivacaine 10mg/ml for a total dose of 1.419mg/day, and clonidine 15mcg/ml for a total dose of 21.29mcg/day via an implantable pump for non-malignant pain. It was reported at refill on (B)(6) 2017 the expected residual volume (erv) was 2.4ml and the actual residual volume (arv) was found to be 12ml. A catheter dye study was done on (B)(6) 2017 and no fluid could be obtained. The patient was referred to healthcare professional for catheter revision. No falls or factors were documented and no symptoms were reported. It was noted that a catheter dye study was done and failed. It was noted at time of report the issue was not resolved and the patient's status was "alive-no injury." The patient's weight was unknown. It was noted that surgical intervention did not occur, but surgical intervention was planned and scheduled for (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received from manufacturer representative on 2017-may-12 reported the pump was replaced. It was noted that the catheter was functioning perfectly. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial (B)(4), implanted: (B)(6) 2015, product type: catheter. Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.